Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide additional information in section b5. The actual device has been returned for evaluation as well as the 5fr glidesheath. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on (B)(6) 2021. The 5fr glidesheath was the procedure sheath used; however, it was not implicated. The delivery system came out of the patient without the anchor or collagen attached, possibly a suture snap.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip along with a glidesheath device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. Arteriotomy locator and guidewire were returned as well. Visual inspection revealed no physical damages were observed on any of the components returned. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position. The anchor had not fully exited at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture unspooled as intended with collagen and tamper tube. No other functional anomalies were noted with the device. Based on the evaluation performed, the complaint could be confirmed for the failure mode of "pullout". The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date - device was not explanted. Occupation- principal radiographer for intervention. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the end of diagnostic angiogram with femoral access procedure the 6fr angio-seal device was positioned, following the IFU, when the device was pulled back to set the anchor the whole device came out of the arteriotomy with no suture or tamper visible. Hemostasis was achieved with manual compression. Since no suture or footplate could be found a computerized tomography (CT) angiogram was performed and a mid to mid-distal occlusion of the femoral artery was noted. There was run-off and pedal pulses. Concerned for the welfare of the patient, the patient was blue lighted to the vascular center, and admitted for observation under the vascular directorate, vascular surgeon. After forty-eight hours observation, with no deterioration in the patients' condition, the patient was sent back to hospital and was scheduled for further treatment for an unrelated condition on tuesday (B)(6) 2021. Although the scheduled procedure was for treatment of a cranial condition the doctor intends/hopes to angio the leg again to confirm flow etc. There was no harm to the patient. Additional information was received on 03jun2021. A 6fr sheath was used. The patient was stable when sent to regional vascular center for observation. The procedure was diagnostic in preparation for interventional, required information was gained. The insertion site was above the bifurcation and below the inguinal ligament. A pre-deployment angiogram was performed.